Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a over infusion of norepinephrine in the (pediatric intensive care unit) picu on both the overnight and day shift. The patients systolic blood pressure suddenly spiked from 100-130mmhg to 250mmgh which did not clinically match. At the time, no one was around the pumps, the patient was not awake or moving around, the spike in blood pressure was inexplicable. Therefore, the nurse believed the norepinephrine was bolusing. When asked, the nurses could not confirm if they observed any other signs of this, for example, fluid dripping faster than expected in the drip chamber. The clinician paused the infusion, and the blood pressure decreased. The IV set was placed into a new channel, and the affected channel was sequestered for evaluation. Additional information was received through customer follow up. The patient required rapid titration of norepinephrine to control blood pressure fluctuations.

Manufacturer narrative:
Omit: e2320 - high blood pressure/ hypertension, f26 - no health consequences or impact. Correction: adverse type. Additional information: event attributed to, imdrf annex e, f and b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an serious injury - over infusion was not determined because no products or device logs were returned.

Event description:
It was reported that a over infusion of norepinephrine in the (pediatric intensive care unit) picu on both the overnight and day shift. The patients systolic blood pressure suddenly spiked from 100-130mmhg to 250mmgh which did not clinically match. At the time, no one was around the pumps, the patient was not awake or moving around, the spike in blood pressure was inexplicable. Therefore, the nurse believed the norepinephrine was bolusing. When asked, the nurses could not confirm if they observed any other signs of this, for example, fluid dripping faster than expected in the drip chamber. The clinician paused the infusion, and the blood pressure decreased. The IV set was placed into a new channel, and the affected channel was sequestered for evaluation. Additional information was received through customer follow up. The patient required rapid titration of norepinephrine to control blood pressure fluctuations.